Event description:
Abdominal mesh implant in (B)(6) 2011 was hospitalized 8 days after surgery with severe constipation, 2.5 years still suffers from constipation. Have not been the same since surgery, had pop plus bladder suspension and repair, finally have bowel plus vaginal pop. Another dr has scheduled surgery to fix. I found supposedly mesh at top of my stomach where pain is most relevant, I wants to remove and do corrective surgery also using mesh. Is that advisable? Depression, pain and overall feeling of unwell.